Event description:
The following info was received from the clinical study: the pt expired. An autopsy was not performed and the cause of death is unk. Physician comment: "the exact cause of death was unk, but the possibility of it wasn't the cypher's product problem". In addition, the study indicated that in 2005, the device herein reported was found to have restenosed on cag. To treat the restenosis, predilatation was conducted with a 2.5x 15mm balloon followed by deployment of another 2.5x18mm cypher des at 22 atms.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of five products being reported for the same event. Please reference mfg reports #: 9616099-2005-01500, 9616099-2007-00279, 00280, and 00281.